Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting what they feel are 11 false negative sars results on symptomatic patients. Customer states that they had 11 patient samples in a row that tested negative. Two of the 11 samples had positive otc antigen results prior to this testing (unknown timeframe). No further confirmation testing has been performed. Multiple attempts were made to gather more information from the customer without success. Report 10 of 11.